Event description:
Doctor reported events of "shortness of breath and cough" from journal article: "hyaluronic acid pulmonary embolism: a critical consequence of an illegal cosmetic vaginal procedure", thorax 2010;65:360-361. It is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B) (4).